Event description:
The customer indicated that there was a clear leak (2cc) inside the coulter lh 500 hematology analyzer. Hgb voltage was also high. A 300 vdc error was seen. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were reported as a result of this event.

Manufacturer narrative:
The customer found a fluid leak at ff107 (feed thru fitting) and replaced the tubing. The customer technical specialist also indicated that there was lh cleaner in the bath from an aborted shutdown. The customer primed the system with diluent, adjusted hgb lamp, and performed system test with low vacuum adjustment. The customer was instructed to run startup and qc. Per the oracle information, the customer did not call back with any further problems with hgb voltage errors after performing troubleshooting with the cts. (B)(4). Customer troubleshot with cts on phone.